Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured between september 5, 2023 ¿ september 6, 2023. The device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused fluorouracil during patient infusion. The expected therapy time was 46 hours; however, the pump had finished 5 hours earlier than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.